Event description:
It was reported that the pump alarm was heard due to a motor stall. The pump logs showed that the stall recovered after about 27 hours. It was noted that there were no magnets present at the time of the stall. At the time of report, the cause of the stall was unknown. The next day, it was reported that the patient had presented with withdrawal. Additionally, it was reported that the pump was replaced. The drug used in this system was gablofen.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4). Final analysis of the pump found moisture, corrosion, and residue throughout the gear-train. It was noted that residue and shaft wear were found on the upper shaft of gear two and in corresponding jewel which caused the motor stalls seen in the pump logs.